Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, high capture threshold and variable lead impedance was observed on the right ventricular channel. After performing an x-ray and ultrasonic test, cardiac perforation was also noted. The patient was asymptomatic. The lead was repositioned and the cardiac perforation was resolved. The patient was stable after the event.